Event description:
Possible malfunction of port-a-cath. Dr reported catheter had come loose from port. Pt came to same day surgery due to port-a-cath malfunction. During procedure catheter was found to be detached from reservoir. Catheter could not be identified. Pt taken to x-ray for retrieval of catheter. Catheter was lying across heart, and difficult to remove. Removal was completed.